Event description:
Dynamic compression cable plate implanted in 2002 for fixation of fracture below tip of knee prosthesis stem. Radiographs in 09/02 indicate fracture of plate which was removed on an unknown date.